Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed deformation on the device. Additional, changed, and/or corrected data: a4, b5, d6b, d9, h3, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported unknown side exchange with no complaint against the device. Later healthcare professional reported capsular contracture, baker grade IV. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.